Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charging cable had melted. No further information was provided including if an impact to blood glucose levels.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
Further information was obtained by the patient stating the charging cable was plugged into an outlet at the time it melted but it was not plugged into the pdm (personal diabetes manager) at time of melting.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action (B)(4) was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.